Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 490 mg/dl. Customer is reported a past event. Customer stated that the infusion set system change did not resolve the issue with no delivery alarm. Customer was advised that we are sending replacement infusion set.